Event description:
After 24 hrs of iab therapy, alarms sounded and blood was noted in the tubing. The iab was removed. No further complications or pt injury occurred.

Manufacturer narrative:
Date of this report: 6/12/98. Uf#: 260038-19998-3. Internal # 061998040011.